Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch reports.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was achieved using two proglide devices with a 6f sheath after a transcatheter aortic valve replacement (tavr) procedure. Reportedly, both proglide sutures were successfully pre-placed. After the tavr procedure, the first suture at the 2 o'clock position was successfully tightened. The suture at the 10 o'clock position broke during tightening. There was moderate blood flow at the access site and diminished pulse in the left leg. A sheath was inserted on the right side to take an image of the site. A retrograde dissection was found. A 4f sheath was placed via the left superficial femoral artery and a 6x40 balloon was used to open the vessel and seal the dissection. An antegrade image showed pulse had returned to the left leg. The 4f sheath was removed and a 6.0 balloon was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg#. Incident information was reviewed; however, there was no reported device malfunction and the product was not returned. The reported patient effects of dissection and occlusion are known adverse events associated with use of suture mediated closure devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.